Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin came out when the reservoir was placed into the insulin pump. The customer was unable to complete the rewind process until the customer's spouse was able to assist. The blood glucose reading was 600 mg/dl. The customer reported that the blood glucose had been high since not being connected to the insulin pump since the day before, due to the priming issue. The customer treated with manual injection.